Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-01077. It was reported that the patient presented via remote transmission. Upon review of the transmission, the pacemaker and the right ventricular lead exhibited episodes noise with noise reversions. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise. No intervention was performed. The patient experienced no consequences and will be continue to be monitored.